Manufacturer narrative:
Updated fields: b3, d4 (UDI#), d9, g3, g6, h2, h3, h6, h11. The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis: the xenon lightsource was received in used condition. Upon further inspection and testing of the returned unit, the service and repair technician was unable to duplicate the reported issue. Unrelated to the reported issue, it was noted that the lamp required replacement of outdated parts. No smoke was noticed during evaluation. The lamp control board, control membrane and top trim were replaced and power supply was upgraded. Root cause analysis: it was determined that the root cause was likely due to excessive use/wear over time and the need for upgraded hardware. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that when the mlx 300w xenon lightsource (00mlx) was in use with the headlight, the back vent started smoking. It is unknown if there was patient involvement; however, no patient injury or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.